Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was implanted (B)(6) 2018 and experienced a complex post-operative course requiring acute care. The patient began experiencing respiratory failure on (B)(6) 2018 that required airway maintenance and protection. Intubation and tracheostomy were reported. The patient fell critically ill on (B)(6) 2018 with reports of right heart failure (rhf), acute kidney injury (aki), gout exacerbation, and the need for inotropes. He later experienced bleeding on (B)(6) 2018. The patient began having dark stools which later turned bright red with associated hypotension. His international normalized ratio (inr) was 2.4. Warfarin was suspended. A blood transfusion was performed, and he was transferred to ICU still febrile and with elevated blood urea nitrogen (bun) levels. Blood cultures were found positive for enterococcus faecalis on (B)(6) 2018. The patient was asymptomatic from infectious disease standpoint per the rn, only complaints were of joint pain due to setting in of gout. He was started on vancomycin. On (B)(6) 2018 the patient began experiencing renal failure. He had been dialyzing via quinton catheter in the left internal jugular vein, but further dialysis was anticipated and a perma-cath procedure was completed. He also developed acute onset of right-hand pain on (B)(6) 2018. Infectious disease was consulted for management of gouty arthritis and chronic lower extremity cellulitis. Prednisone was tapered. He was given oral antibiotics and a cortisone injection to the right hand. On (B)(6) 2018 more bleeding was reported. An angiogram and CT scan revealed left-sided retroperitoneal hematoma and a moderate left and small right-sided pleural effusions. These required surgery and blood transfusion.

Event description:
It was later reported that: the issue of respiratory failure which began on (B)(6) 2018 was reportedly resolved on (B)(6) 2020. The patient fell critically ill on (B)(6) 2018 and experienced right heart failure, acute kidney injury, and gout exacerbation. It was stated that the patient required inotropes and possible continuous renal replacement therapy (crrt). This issue reportedly resolved on (B)(6) 2018. The bleeding that began on (B)(6) 2018 and the infection diagnosed via blood cultures on (B)(6) 2018 were reportedly resolved on (B)(6) 2018. The issue of renal failure that began on (B)(6) 2018 was reportedly resolved on (B)(6) 2018. The additional bleeding which began on (B)(6) 2018 was resolved on (B)(6) 2018, and the issue of pleural effusions was reportedly resolved on (B)(6) 2018.

Manufacturer narrative:
Section b5: additional information. Section h6: correction - device code not included in initial submission. Added device code 2993. Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be determined through this evaluation. No alarms or functional issues with the lvas were reported in association with the event. The patient remained ongoing on (B)(6) after the event. It was reported that the patient ultimately expired in (B)(6) 2020 due to non-device related issues. It was reported that the device would not be returned. The heartmate 3 lvas instructions for use (IFU) lists respiratory failure, right heart failure, renal dysfunction, bleeding, and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes. Section 6 (under caution!) States that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. In addition, section 6 (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions in regards to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.